Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first fitting on (B)(6) 2018 the recipient had no access to sound with the device. Diagnostic images taken on (B)(6) 2018 revealed that the stimulator package had moved and the electrode had migrated out of the cochlea. Re-implantation is scheduled.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information the device was explanted because the implant housing moved from the original position and the active electrode migrated outside of the cochlea, as confirmed by post-operative diagnostic imaging. Reportedly, the implant housing completely inverted/rotated after implantation, which most likely exerted tension on the electrode lead and contributed to the electrode migration. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At the first fitting in early (B)(6) 2018 the recipient had no access to sound with the device. The device was reportedly implanted correctly, namely the coil part was superior to the stimulator. However, the stimulator housing was not fixed with sutures. The stimulator had rotated and was then inverted, i.e. The coil part was inferior to the stimulator. Re-implantation took place. Per device explantation report, the electrode lead was found dislocated from its channel and rotated. Device housing was also dislocated. All 12 electrode channels were confirmed outside of the cochlea.